Manufacturer narrative:
(B)(4). Concomitant products: catalog #: 00801100228, modular head 6 degree taper, lot # 25814100; catalog #: 00610504828, standard liner, lot # 62049300; catalog #: unknown, unknown cup, lot # unknown. Reported event was confirmed due to visual examination. It was shown that the stem had fractured mid length. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be metal fatigue due to the length of time the implant was in the patient. Stem, head and liner are compatible, the compatibility between the liner and cup cannot be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the stem was fractured at approximately mid length. The fracture surface was partially smeared. Two areas of damage were seen distal to the fracture. Damage was too severe for dimensional analysis. Sem analysis of the femoral stem sample showed that it suspected to be fracture due to fatigue. Suspected crack initiation site was identified as near one of the edges and suspected beach marks associated with a typical fatigue fracture were identified as well. The suspected crack initiation site did not reveal any anomalies and it found to be damage. Fatigue striations and suspected crack exit site were identified on the fracture surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to metal fatigue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
Patient's right hip was revised approximately 16 years post implant due to pain from fractured stem.